Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: investigation revealed that the display was dim and discolored. Unrelated to the original complaint, investigation revealed that the battery cap threads were damaged, making it difficult to remove the cap from the pump.